Event description:
Ous MDR - after an implantation time of about 36 months, impedance values <200 ohm were reported during an ICD follow-up. The lead was exchanged and returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged by fraying in the distal area. This damage can with high probability be regarded as the cause for the oversensing. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. There were no indications of material defects or manufacturing errors.